Event description:
It was later reported that the patient was a participant in the system longevity study.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator, (B)(6) 2008; 5092-52, implantable pacing lead, (B)(6) 1999. (B)(4).

Event description:
It was reported that there was noise with the atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.